Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that delivered boluses were not being shown in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:the pump powered on normally during testing. The pump was able to be exercised for 24 hours with no self locking. The pump was able to be manually locked and manually unlocked with no issues. No hypersensitive keys were observed on keypad. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The meter was not returned with the pump, and the pump was paired successfully with a test meter. A 10u bolus was performed from the test meter; the bolus was accurately recorded in pump history. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.